Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive the vessel sealer instrument to perform failure analysis. An isi field service engineer (fse) performed a site visit and replaced the e-100 generator. Logs showed intermittent recoverable errors such as instrument high initial starting impedance and a communication error. Failure analysis was completed. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the e-100 was tested with 10 power cycles and 50 energy cycle cut/seal actions. The reported complaint could not be replicated.

Event description:
It was reported that during a da vinci-assisted surgery, the vessel sealer extend (vse) instrument did not adequately seal a vessel, resulting in bleeding while the surgeon was dissecting tissue. The issue was resolved by reseating the vse and restarting the system. The procedure was delayed for less than 15 minutes and was completed robotically using the same instrument. No further details were provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.